Event description:
It was reported the patient underwent a full revision, prophylactic, due to ifi = yes on (B)(6) 2016. The devices are not expected to be returned for analysis.

Event description:
It was reported the patient had a recurrence in seizures. It is unknown if the recurrence is below, at, or above pre-vns baseline levels. Attempts for additional information have been unsuccessful to date.